Event description:
The customer reported via phone call his visit to the hospital. The serter was not releasing the sensors. He had issues with the sensors, an occlusion with the infusion set, and could not access (B)(4) or the online store. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.